Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter. The distal end of the device was not returned. A visual examination identified numerous kinks in the hypotube. Distal shaft was not returned for analysis. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. There were portions of the detached shaft left in the collar. Microscopic examination also revealed portions of ptfe attached to the collar, with a majority of the ptfe missing. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery (lad). During the use of a guidezilla¿ guide extension catheter, the catheter was fractured due to some resistance with the lesion. The device was within the guide catheter; however, a part of the device was not in the guide catheter. The physician used a non-specific balloon catheter to inflate and remove the fractured portion of the device from the patient. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that a shaft break occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery (lad). During the use of a guidezilla¿ guide extension catheter, the catheter was fractured due to some resistance with the lesion. The device was within the guide catheter; however, a part of the device was not in the guide catheter. The physician used a non-specific balloon catheter to inflate and remove the fractured portion of the device from the patient. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4).